Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer. Customer declined follow up with tandem customer technical support. There was no additional information provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.